Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The mean pressure from the sensor matched the mean pressure measured by the catheter. The sensor was not recalibrated. It was noted that the sensor transmitted a dampened waveform reading. The sensor waveforms appeared dampened in comparison to the waveforms from the right heart catheter. The physician reported they will continue to to trend the cardiomems mean given that the mean pressure matched that of the catheter during the case.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.